Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the tube is tight in the holder. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the luer adapter is becoming stuck in arterial lumen of the central venous catheter when drawing pretreatment specimens.".

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-09-19. H.6. Investigation summary: bd received five (5) customer samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for inability to detach as intended with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for inability to detach as intended with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode inability to detach as intended. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter the tube is tight in the holder. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the luer adapter is becoming stuck in arterial lumen of the central venous catheter when drawing pretreatment specimens."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.